Manufacturer narrative:
The device remains implanted. No medical imaging was returned for evaluation. The case (without imaging) was reviewed by the medical director who commented that without procedural imaging, especially of the release of the bare metal stents, it is not possible to determine if the thrombus that embolised into the superior mesenteric artery (sma), right renal artery, and down the lower limb was pre-existing thrombus that typically lines an abdominal aortic aneurysm (aaa), or if it was fresh thrombus caused by inadequate anticoagulation. The medical director elaborated that: ¿however, on balance of probabilities, it is far more likely that the thrombus that got displaced and then embolised was pre-existing thrombus from within the aaa. It is a well-documented risk (embolisation of pre-existing thrombus) and is a procedural adverse event, not a fault or failure of the devices.¿ the device history record for work order for ac1194256 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 4.2 patient selection, treatment and follow-up ¿ take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization. ¿ access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 14 french to 22 french vascular introducer sheath. Iliac conduits may be used to ensure the safe insertion of the introduction system. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization/trauma. ¿ key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 4.3 implant procedure ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. ¿ take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization. 5. Adverse events ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ embolization (micro and macro) with transient or permanent ischemia or infarction there is no evidence to suggest that the user did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation. Based on the available information the possible contributing factors include: - patient-related factors - procedure-related factors should additional information or imaging be received at any time in the future, the new information/imaging shall be reviewed, and an additional report may be submitted.

Event description:
It was reported that when they released the top cap and opened up the bare metal portion of the graft, thrombus was pushed into the superior mesenteric artery (sma) and right renal artery which seemed like it was an acute and showered down thrombus into the right leg. After the procedure was completed, the physician had to go into the sma and put a stent in the sma to squish the clot up against the wall. The physician removed the clot that was in the lower leg with a thrombectomy device and ballooning. The patient was taken off the table and the patient became hypertensive. The day after, the patient had an angiogram of the right renal artery and the physician had to balloon and stent the right renal artery with an icast 7x22 because the right renal artery was stenotic. The patient is doing well now. It was reported that the instructions for use (IFU) was followed and the device functioned as expected while following the IFU. The device had been inspected prior to use to ensure no damage had occurred. The sheath was activated as described in the IFU. It was reported that the patient's anatomy was tortuous. There was minimal calcification present in the vessels. It was reported that the access vessels/external iliac was 9 mm. A lunderquist 260 guidewire was used, and dilators were used in the access vessels. A vascular closure device was used pre-access. It was reported that the physician thinks the reported issue was caused between the thrombus and possibly deploying the graft a little higher than it had been intended. The patient was on heparin during the procedure.

Event description:
It was reported that when they released the top cap and opened up the bare metal portion of the graft, thrombus was pushed into the superior mesenteric artery (sma) and right renal artery which seemed like it was an acute and showered down thrombus into the right leg. After the procedure was completed, the physician had to go into the sma and put a stent in the sma to squish the clot up against the wall. The physician removed the clot that was in the lower leg with a thrombectomy device and ballooning. The patient was taken off the table and the patient became hypertensive. The day after, the patient had an angiogram of the right renal artery and the physician had to balloon and stent the right renal artery with an icast 7x22 because the right renal artery was stenotic. The patient is doing well now. It was reported that the instructions for use (IFU) was followed and the device functioned as expected while following the IFU. The device had been inspected prior to use to ensure no damage had occurred. The sheath was activated as described in the IFU. It was reported that the patient's anatomy was tortuous. There was minimal calcification present in the vessels. It was reported that the access vessels/external iliac was 9 mm. A lunderquist 260 guidewire was used, and dilators were used in the access vessels. A vascular closure device was used pre-access. It was reported that the physician thinks the reported issue was caused between the thrombus and possibly deploying the graft a little higher than it had been intended. The patient was on heparin during the procedure.